Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Was the needle retrieved during the same procedure? What measures were taken to retrieve the needle? Can you identify the lot number of the pdp9626 suture? Do you have the device for evaluation?

Event description:
It was reported that patient underwent an unknown procedure on unknown date and suture was used. The needle detached from the thread during use in the patient¿s fat tissue. The needle was retrieved. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: 1. What was the name of the procedure? Radial artery phaloplasty- the buttock graft harvest part. 2. Was the needle retrieved during the same procedure? Yes the needle was discovered missing and retrieved during the same procedure. 3. What measures were taken to retrieve the needle? An image intensifier was acquired, the needle was located using single shoots of x-ray, and then the consultant removed it. 4 can you identify the lot number of the pdp9626 suture? 2-0. Lot mbm151 5. Do you have the device for evaluation? I do have the suture,